Event description:
I had a triathlon stryker knee replacement in 2008. In 2011 went back to original doctor and told it was not doing good. He took an x-ray and said it was fine but gave me a shot to pacify me. It was never right and I have been in pain since I had it put in. I went to a new orthopedic doctor and I now have to have a revision total knee replacement on (B)(6) 2015. I am just discussed with what has happened. To go through all this again and all, I want to do is be able to walk. I have so much pain now and at my age of 61 which is still young I should be able to enjoy life.

Manufacturer narrative:
Clinician review of the provided information determined the likely root cause of the event to be related to the patient's 2 falls and ruptured pcl. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
I had a triathlon stryker knee replacement in 2008. In 2011 went back to original doctor and told it was not doing good. He took an x-ray and said it was fine but gave me a shot to pacify me. It was never right and I have been in pain since I had it put in. I went to a new orthopedic doctor and I now have to have a revision total knee replacement on (B)(6) 2015. I am just discussed with what has happened. To go through all this again and all I want to do is be able to walk. I have so much pain now and at my age of (B)(6) which is still young I should be able to enjoy life.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.